Manufacturer narrative:
Based on the limited available information, fujifilm could not identify the cause. Perforation during endoscopy examination is a known risk that can occur with a certain frequency, and the IFU provides related precautions.

Event description:
On (B)(6) 2022, an undetected esophageal perforation during an endoscopy examination and resulting in a pneumomediastinum (a condition in which air is present in the space in the chest between the lungs). The patient was discharged home without further testing and/or monitoring. Few hours after this event, the patient returned to hospital for treatment and was discharged from hospital on (B)(6) 2022.